Event description:
It was reported that there was a device related thrombosis and device movement/shift. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their follow up imaging procedure. The imaging showed that there was a device related thrombus present on the closure device and that the closure device had shifted proximally. There were no complications that were reported to have occurred as a result of this event. No treatment or intervention has been performed at this time.